Manufacturer narrative:
Exact ages not provided, children up to 17 years old. Information unknown/not provided. Date of event: 10/24/2020 (the date article was first published). Brand name: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown, information not provided. If explanted; give date: n/a (not applicable) there is no indication the device was explanted. Telephone number: (B)(6). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Leahy ke, macneill k, locke j, et al. Br j. Ocular motility disturbances after glaucoma drainage device implantation for paediatric glaucoma: a cross-sectional study. Doi:10.1136/bjophthalmol-2020-317356, ophthalmol epub (april 9, 2021). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: ocular motility disturbances after glaucoma drainage device implantation for paediatric glaucoma: a cross-sectional study. A cross-sectional study was done to grade extraocular motility in the field of action of each extraocular muscle following superotemporal glaucoma drainage device (gdd) implantation in a paediatric population and to investigate which drainage device (ahmed vs baerveldt) yields less extraocular motility disturbance. A total of 30 children each had one eye included in the study. The patients were implanted with 350 mm2 baerveldt gdd (n=9), ahmed gdd fp7 184 mm2 silicone plate model (n=13), ahmed gdd fp8 102 mm2 silicone model (n=1), and ahmed gdd s2 184 mm2 polypropylene model (n=7). At post gdd, the following adverse events were noted: no light perception (n=1), absent stereopsis (n=21), absent peripheral fusion at near (n=21), absent peripheral fusion at distance (n=21), exotropia at near (n=13), exotropia at distance (n=9), esotropia at near (n=3), esotropia at distance (n=4), vertical tropia at near (n=13), vertical tropia at distance (n=12), moderate overaction in depression in adduction (n=3), moderate overaction in depression in abduction (n=2), mild overactions in depression in adduction (n=7), mild overactions depression in abduction (n=2), and mild overactions in elevation in adduction (n=3); however, it was unspecified which of these occured in the baerveldt-implanted eyes or the competitor products. Baerveldt gdd group: field of maximal limitation in elevation in abduction (n=4), field of maximal limitation in abduction (n=4), moderate limitation in abduction and in elevation in abduction (n=1), and moderate limitation in elevation in abduction (n=1). No patients with a baerveldt gdd underwent bleb needling, bleb revision, and/or gdd removal and repositioning.

Manufacturer narrative:
Correction: upon further review on jun 14, 2024, it was noted that section d4 catalog number was submitted as 23030821 on the initial MDR, but should be 23030818. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section d4: catalog number: 23030818 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.